Event description:
It was reported that during a lap colectomy procedure, the device fired in a suitable firing region, completed the donut, and cut the washer. The surgeon performed the leakage test and there was no leakage. Post operation bleeding occurred on the patient in the recovery room, up to 500 cc's. The doctor checked the staple line using the colonoscope and found the staple line bleeding. The surgeon decided to redo the case again in laparoscopic approach. The surgeon transected the colon and anastomosed the colon with the device again. No postoperative bleeding occurred this time and the patient is now recovering gradually. Malformed staples were found.

Manufacturer narrative:
Information anticipated, but unavailable at this time.